Event description:
Procedure: esophageal carcinoma resection. According to the reporter: when firing the third 8038l, the firing button was failed to be pushed when pushed in halfway. Currently, it was disinfected and taken back. The staple cartridge was discarded by the nurse.. The patient: (B)(6) years old, (B)(6), male. Medical intervention was not required. Surgery time did not extend by more than 30mins due to the product problem. No unanticipated tissue loss as a result of this problem. No tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. No adverse event reported as a result of any delay in surgery (i.e. An extension of the hospital stay, infection, etc.) The staple partially deployed, but the staple was stuck in the end of the stapler. There was a partially deployed staple that was stuck at the end of the stapler that was caught on tissue. The patient is in good condition now. The product ID and lot number for the reload used with this stapler was dst gia8038s which was discarded. The sample of only handle will be returned for investigation. Additional information 1. How was the device removed from the tissue? Cut off the tissue.2. Was any reinforcement material used in conjunction with the stapling device? No. A. If yes, what was the brand of the material used? B. If yes, what was the item code and lot/serial number of the reinforcement material? 3. When will the subject device be returned for investigation? Only the handle will be returned and currently under pick up process. 4. What was done to correct the problem? After removing from the tissue, use another new device to conduct the procedure. 5. Was there any tissue damage as a result of this problem? No. A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).